Manufacturer narrative:
H10: the actual device and one photo were received for evaluation. The visual inspection of the provided photo showed a particulate matter on the header cap. The visual inspection by naked eye of the product showed that the product was wet (after priming). The blood port protection caps are fitted to the dialysate side. A particulate matter on the outside of the header cap was visible. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code changed to (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified foreign matter was observed on one unit of a polyflux 170h dialyzer. There was no patient involvement. No additional information is available